Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the atrial leadless pacemaker (lp), it was noted that the helix stretched and that the lp exhibited high capture thresholds. The device was not used, and a new lp was implanted. There were no patient consequences.